Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilatation procedure performed on (B)(6), 2024. During the procedure, the doctor attempted to inflate the balloon but found that it could not be inflated due to a leak. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.